Manufacturer narrative:
Batch review performed on 05 january 2018: lot 130223: (B)(4) items manufactured and released on 28 march 2013. Expiration date: 2018-02-28. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery on (B)(6) 2016. In (B)(6) 2016 the patient came in due to signs of infection. The surgeon swapped the insert on (B)(6) 2016 (MDR (B)(4)) on (B)(6) 2017 the patient was revised due to feeling loose. The cause of the laxity was due to the soft tissue swelling going down. The surgeon revised the insert from a 12mm to a 17mm. The surgery was completed successfully.